Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal insulation abraded at 32 cm from the distal tip electrode. This abrasion was consistent with that caused by friction with another implanted device and could have resulted in the reported noise.